Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of hypersensitivity ("suspected allergic reactions to five different metal alloys and pet") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled essure removal). At the time of the report, the hypersensitivity outcome was unknown. The reporter considered hypersensitivity to be related to essure. The reporter commented: essure removal was scheduled due to suspected allergic reaction to metal alloys and pet in essure device no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.